Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery of an acute myocardial infarction patient. There was no report of tortuosity or calcification. The 3.5 x 12 mm xience xpedition stent delivery system (sds) was flushed with 5 cc;s of heparinized saline from the distal tip to the guide wire exit notch. The sds was advanced for direct-stenting. The stent was implanted successfully at 14 atmospheres for 14 seconds; however, during removal resistance was noted when the sds enetered the guiding catheter. It was noted that 5 seconds was provided for deflation. The sds was removed under negative pressure. It was confirmed that the stent was appossed to the vessel wall. After removal, it was noted that the distal marker of the sds was collapsed and the balloon appeared folded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: concomitant products: guide wire: bmw universal ii; guide cath: bsc 6fr mach. (B)(4). The device was returned for analysis. The resistance with the guiding catheter was unable to be confirmed however the balloon refold issue was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons.